Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any further issues arose.